Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch therefore, unable to download and verify pump error 35. Unit unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 53 mg/dl. Other blood glucose value mentioned was 57 mg/dl. The customer treated low blood glucose value with food, plant paradox diet. Customer declined troubleshooting for low blood glucose level. The customer stated that insulin pump was not on auto mode. Insulin pump had insulin pump error alarm and cannot clear the alarm. The insulin pump will be returned for analysis.